Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced meter. The pt's blood glucose results were 282,106,223,109mg/dl. Tests were done within 10 mins with a difference of 47%. Pt did not experience any adverse events. No further info has been reported.